Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated an issue with pacing. It was noted short term atrial histograms showed pacing rate constantly in 90-100 bpm range, and long term histogram showed two clusters with rates of 60-70 bpm (expected) and 90-100 bpm range. Pacing rate was normal for a while, then increased and stayed higher. (B)(4).

Event description:
It was reported that patient presented to the clinic due to a feeling of a fast heart rate for several days and it was noted the atrial pacing and ventricular sense pattern at the end of the episode was elevated. A magnet was placed over the device and a change in rate was observed. The device was reprogrammed to vvi pacing mode and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.